Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer.(B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with a navistar catheter and the patient suffered cardiac tamponade which required a medical intervention. There is no claim of device malfunction. The physician¿s opinion regarding the cause of this adverse event is that it was related to the patients¿ anatomy. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.